Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an initial fill estimate of 185 units and then increased to a fill estimate of 205 units. At the time of the reported event, the insulin gauge displayed 165 units. Review of the pump load history by tandem technical support verified that the insulin gauge displayed an initial fill estimate of over 180 units (+180u). However, the customer declined to perform troubleshooting to determine if the insulin gauge was decreasing as intended. Blood glucose level was 233 mg/dl.